Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, the pump shut off unexpectedly. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.